Manufacturer narrative:
The suspect polaris spectra system control unit (scu) was returned to the manufacturer for evaluation. The event log showed evidence of an internal strober error that occurred intermittently. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 01/20/2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. - reported issue could not be replicated. Checked the system status of hardware, configuration, bump and internal temperature in ndi configure and all are ok, the left and right sensor in ndi images capture are ok. Pro-actively replaced the polaris spectra system control unit (scu). Performed a full system checkout and the system is fully functional and ready for clinical use. Issue resolved. - return requested for suspect polaris spectra system control unit (scu). No parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system experienced intermittent instrument tracking. Camera displayed two green led, camera was cycling, and the software displayed 'camera not connected'. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.